Event description:
The following information was received by the customer's family's attorney: as a direct and proximate result of defendant's product and defendant's conduct, plaintiff's husband died on (B)(6) 2009. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.